Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that device entrapment occurred. A 1.50mm rotapro and rotawire drive were selected for the procedure. Resistance was encountered between the rotapro burr and rotawire. It was noted the burr was stuck in the rotawire, inside the patient, during insertion. The entrapped devices were unable to be released. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with another rotapro and rotawire device. There were no patient complications and the patient was good post procedure.

Event description:
It was reported that device entrapment occurred. A 1.50mm rotapro and rotawire drive were selected for the procedure. Resistance was encountered between the rotapro burr and rotawire. It was noted the burr was stuck in the rotawire, inside the patient, during insertion. The entrapped devices were unable to be released. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with another rotapro and rotawire device. There were no patient complications and the patient was good post procedure.

Manufacturer narrative:
A2: age at time of event: 18 years or older. Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed with the returned rotawire. During functional testing, the returned rotawire was able to be removed with resistance, but was not able to be reinserted into the rotapro device due to a kink in the rotawire. In order to determine the functionality of the rotapro device, a test rotawire was used. During analysis, the test rotawire was able to be fully inserted and removed from the returned rotapro device with no resistance or issues. Product analysis confirmed the reported events, as the returned rotawire was kinked and could not be reinserted into the returned rotapro device.